Event description:
It was reported that the patient was found lying outside their home around 2:00 pm on (B)(6) 2022. Paramedics were called to the patient's home where they found the patient in ventricular fibrillation (vf). The patient was transported to the hospital. A clinical engineer checked the patient's event history and found multiple low flow alarms. Log files were sent the technical services for review. Upon review, several low flow alarms were found to have occurred on (B)(6) 2022 and the flow dropped to as low as 0.3 liters per minute. It was thought these alarms could have been a result of the arrhythmia. On (B)(6) 2022, the patient was out for a walk outside when they lost consciousness and fell due to hemodynamic failure. The patient was rushed back to the hospital. Log files showed there had been low flow alarms at the time of the fall. On (B)(6) 2022, the patient underwent open chest surgery to check their outflow graft. An effusion was found due to a gap between the outflow graft and another graft that had been used on the outflow graft to prevent adhesion. The gap had caused a stenosis. The effusion was removed and as a result flow increased, and the patient's chest was closed. The patient remained admitted in the hospital post procedure. On (B)(6) 2022, low flow alarms reappeared.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
Additional information reported that had developed neurological dysfunction on (B)(6)2022. The patient had experienced an anoxic brain injury resulting in brain stroke (coma). The patient remained admitted and on (B)(6) 2023 they developed a bacterial infection at the driveline exit site while in hospital. The patient was still admitted as of on (B)(6) 2023.

Event description:
It was reported that the patient lost consciousness due to hemodynamic failure and fell along the roadside while out for a walk. The patient was found lying outside his home by the paramedics and an electrocardiogram (EKG) revealed that the patient was in ventricular fibrillation (vf). The patient was transported to the hospital while supported by percutaneous cardiopulmonary support. Upon interrogation of the device, several low flow alarms were observed on the system monitor, with pump flow at 0.5 lpm. The low flows, syncope, and poor hemodynamics were determined to be a result of the arrhythmia. It was unknown if the arrhythmia was device related; however, the arrhythmia reportedly resolved. It was later reported that on (B)(6) 2022, the patient underwent an open chest surgery to check the outflow graft (ofg). An effusion was found in a gap between the sealed ofg and additional graft material which had been used to prevent adhesion. The effusion caused a stenosis of the ofg and upon removal of the effusion, pump flow increased. The patient¿s chest was reclosed, and the patient remained on bed rest in the hospital.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft (ofg) stenosis could not be confirmed as no images were provided by the account and heartmate 3 left ventricular assist system (lvas), serial number (B)(6), remains in use. Additionally, review of the submitted log files confirmed low flow alarms. The account reported that the low flows resulted from the patient¿s arrhythmia as well as the ofg stenosis. Furthermore, a direct correlation between (B)(6) and the reported cardiac arrhythmia could not be conclusively established. The controller event log files captured low flow alarms on 18nov2022 and 21nov2022 when the estimated flow decreased below the low flow threshold, to values ranging from 0.3-2.4 liters per minute (lpm). No other notable events or alarms were observed. Despite the decrease in flow, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), and the heartmate 3 lvas patient handbook, are currently available. The IFU lists potential adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia as a potential late postimplant complication. The IFU addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This document further instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also cautions: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Furthermore, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft stenosis could not be confirmed as no images were provided by the account and heartmate 3 lvas, serial number (B)(6), remains in use. Additionally, review of the submitted log files confirmed low flow alarms. The account reported that the low flows resulted from the patient¿s arrhythmia as well as the ofg stenosis. A specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. Furthermore, a direct correlation between heartmate 3 lvas, serial number (B)(6) and the reported cardiac arrhythmia and brain stroke could not be conclusively established. The controller event log files captured low flow alarms on (B)(6) 2022 when the estimated flow decreased below the low flow threshold, to values ranging from 0.3-2.4 liters per minute (lpm). No other notable events or alarms were observed. Despite the decrease in flow, the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. The IFU lists potential adverse events, including cardiac arrhythmia, infection (localized, driveline, pump pocket), and stroke, that may be associated with the use of the heartmate 3 left ventricular assist system. This document also lists arrhythmia and infection as potential late postimplant complications. The IFU addresses all pump parameters, including pump flow, and describes the pump flow display and the hazard alarms. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient condition can result in low flow. The IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This document further instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The IFU also cautions: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." The IFU provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook also provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Furthermore, the IFU and patient handbook address all system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient underwent drug therapy for the driveline infection. The patient was put on vacuum-assisted closure (vac) and remained in a vegetative state.

Manufacturer narrative:
Patient death was originally reported under manufacturer report number 2916596-2024-02934. Section d1: corrected. Section d4, catalog number, primary UDI number: corrected. No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that blood cultures were positive for stenotrophomonas maltophilia which developed into methicillin-resistant staphylococcus aureus (mrsa), which was a phenomenon of bacterial alteration. The patient was given sensitive antibiotics and a vacuum assisted closure for the wound site, but the infection persisted without any tendency to recover. The patient's condition remained poor despite recovered pump function and end-of-life treatment. The patient developed multisystem organ failure, including respiratory and heart failure. The pump was turned off and the patient passed away due to infection on (B)(6) 2024. The device operated as intended. The outcome was device related since the prolongation of the severe brain damage due to the device failure was also considered to be one of the causes of the death.